Manufacturer narrative:
The autopulse platform sn (B)(4) involved in the reported complaint will not be returned for evaluation because the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message by following the instructions provided by the zoll technical support. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. The customer tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. (B)(4).

Event description:
The autopulse platform sn (B)(4) was used to resuscitate a patient in cardiac arrest. The patient was placed on the platform and the lifeband was pulled up to start compressions, however, the platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user tried to troubleshoot the error by adjusting the lifeband, however, the error could not be cleared. Immediately, the crew reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient expired. Per the reporter, the patient's death was not related to the autopulse platform. After the incident, the (ua) 45 error was cleared by the customer with the help and guidance from zoll technical support. The platform is functioning as intended and was placed back to clinical use.